Manufacturer narrative:
Pump exchange reported on medwatch MFR# 2916596-2018-00136 although the evaluation of the submitted system controller log files and the onsite evaluation by a technical services representative confirmed the report of pump stoppage and low speed alarms, a specific cause for the events could not be conclusively determined through this evaluation. The observed events appear consistent with a potential driveline issue. The submitted system controller log files contains data from (B)(6) 2017 11:49:46 am through (B)(6) 2017 11:35:42 am. The data captured multiple intermittent pump stoppage and low speed advisory/hazard events only while the system controller was connected to a power module. Low flow hazard alarms were captured during the low speed hazard events. The account requested two ungrounded patient cables. It was later reported that the patient was not expected to have the pump exchanged, and he would continue using the ungrounded patient cable. The patient remained ongoing on the left ventricular assist system (lvas) using an ungrounded patient cable following the event; however, pump stops reoccurred while connected to batteries or the ungrounded patient cable and the patient received a pump exchange on (B)(6) 2017. To this date, the pump has not been returned. There is no product available for investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that since (B)(6) the patient had multiple pump stop, low flow, and low speed alarms. The patient stated that these alarms occurred when bending over when the lvad system was on battery and wall power. The patient was admitted. No clinical symptoms were reported. A representative of the manufacturer's technical services team reviewed the submitted log file and confirmed the multiple pump stops and or speed drops greater than 200 rpms below the low speed limit. This type of behavior had been previously linked to potential issues with the percutaneous lead. The submitted x-rays were also reviewed and found to be unremarkable. The patient¿s lvad system was placed on an ungrounded patient cable. The patient denied trauma to the driveline, and weight had been stable. On (B)(6) technical services was onsite for evaluation and the motor stopped events were unable to be produced with external driveline manipulation, but did occur with upper body movement. Two ungrounded patient cables were requested. The patient was to remain using ungrounded patient cables.